Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm after she replaced the battery and it was not clearing and screen was black but kept on beeping. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. All the buttons functioned properly and no stuck button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).